Manufacturer narrative:
Product analysis of the device is not completed, analysis result will be submitted in the supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that if the stimulation was performed the monopolar probe does not respond. A response was observed when stimulation was performed using a spare monopolar probe. The procedure was completed with the use of backup product. Additional information received after follow up that event occurred intra op. There is no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that the distal tip of the probe tip was bent/worn and had marginal discoloration. There was no damage in the construction of the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 47.9 ohms which was out of specification. The probe tip securely fit into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 0.97 ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. A review of the global complaint data showed no other complaints about this lot number. Initially submitted code fdr c21, fdm b21, fdc d16 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.